Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge shroud became damaged. Customer's blood glucose was 400 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.